Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem of "power switch was stuck in on position" was related to the design of the power switch.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and it was determined the power switch failed. The power switch was determined to be a previous design version and upgrade to a new version necessary. The device was repaired and returned to the customer.

Event description:
A user facility reported to olympus that the power switch was stuck in the on position and the device could not be powered off. There was no patient injury, associated with the problem, reported to olympus.